Event description:
The event involved a plum 360 device where it was reported the pump switched off and reset unexpectedly. The pump was connected to the alternate current (ac) power for its entirety. The event occurred during patient treatment and was delivering. The alarm log showed e437s/wfail(201), n161lineavtbicomplete, n160linebvtbicomplete, n186distalocclusion, and n250door open while pumping. There was patient involvement but no patient harm.

Manufacturer narrative:
Customer complaint was confirmed but can't be duplicated. Complaint was confirmed through device logs showing e437 s/w failure alarm, causing the pump to turn off and on. This sometime is caused by low battery. Device completed a full performance verification test (pvt) and was left running on 999m/l for 10min. No issues occurred and pump did not turn off. During visual inspection it was found that the cover lever was damaged. Cover lever was replaced, and full pvt conducted on device again and no issues occurred. Probable cause: unkown or pump was on low battery. E1 initial reporter phone number continued: m: (B)(6).